Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. After a firmware download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.